Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level 498 mg/dl. Customer's other blood glucose was 461 mg/dl, 300 mg/dl. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Troubleshooting was done for high blood glucose and under delivery. The customer stated that they were treated by changing infusion set. Customer did received calibration not accepted and sensor updating. Customer stated that auto mode was active. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.